Manufacturer narrative:
A field service engineer (fse) evaluated the analyzer on 10/07/2016, and confirmed the leak from puncture in the tubing connected to port #10 located on the front section of the blood sampling valve. The fse cut the damaged part of the tubing and reconnected the tubing, resolving the leak, ensuring the tubing was free of kinks or tension while the blood sampling valve was moving. (B)(4).

Event description:
A customer reported finding a contained leak of less than 10 ml of fluid consisting of blood and diluent from the blood sampling valve (bsv) of a coulter lh 780 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves, and there was no biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment.